Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the valve was received discolored due to evidence of blood contact. All leaflets were slightly twisted in the closed position, with a gap in the free margin between leaflet two and three. The leaflets were slightly stiff, but flexible. The valve tissue showed signs of thinning and imprinting. All commissures were intact. The valve was placed in warm water and showed no change in the condition of the frame. Remnants of host tissue can be observed adjacent to one of the commissures. Small remnant of host tissue was noted on the strut adjacent to the paddle and the ¿c¿ paddle appeared slightly bent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device has been returned but the analysis is not complete. Conclusion: the investigation is in progress. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that six days following the implant of this transcatheter bioprosthetic valve, after the patient presented with symptoms of congestive heart failure (chf), the valve was replaced with a surgical valve via right thoracotomy. During the surgical replacement, the transcatheter valve was noted to be undersized. It was reported that there was normal prosthetic valve function following the valve implant. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information received that the coronary arteries were patent after implantation per the angiography. The valve was resheathed three times to reposition the valve but the valve was never recaptured. Discharge echocardiogram reported a gradient of 13 mmhg. The native aortic valve was reported to be heavily calcified. The operative findings showed transcatheter aortic valve replacement (tavr) perivalvular leak due to undersized valve. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: conduction disturbances such as left bundle branch block (lbbb), are known potential adverse effects per the evolutr instructions for use (IFU). Factors that may impact the development of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations. A paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, valve sizing or presence of pre-existing patient conditions. In this case, it was reported that the valve was too small to be used for this patient. A mild pvl has minimal impact on the patient and is generally deemed an acceptable residual condition. A relationship of the congestive heart failure to the device or procedure could not be determined, though it is likely related to patient condition. If information is provided in the future, a supplemental report will be issued.